Manufacturer narrative:
No further information could be received regarding the clinical conditions under which the plate may have broken from the surgeon/hospital at this time. A quality review of the device history record showed that the product was inspected upon completion of manufacturing in accordance to the design specification and passed. These products were further quality inspected at ortho solutions through the approved inspection control process and met all the design dimensions and material specification requirements. No design review necessary at this time. If any further information is made available this report will be re-opened for further investigation. Ortho solutions will continue to monitor any and all related complaints for data trending.

Event description:
The device is an implant trial intended for to assess adequate sizing and geometry of the required implant. The device was therefore mis-used and implanted into the patient. Post-operative fracture of this plate inside the patient was reported; subsequently a revision surgery has been undertaken to remove the broken plate from the patient. The level of patient compliance following the initial surgery is unknown.

Event description:
The device is an implant trial intended for to assess adequate sizing and geometry of the required implant. The device was therefore mis-used and implanted into the patient. Post-operative fracture of this plate inside the patient was reported; subsequently a revision surgery has been undertaken to remove the broken plate from the patient. The level of patient compliance following the initial surgery is unknown.

Manufacturer narrative:
No further information could be received regarding the clinical conditions under which the plate may have broken from the surgeon/hospital at this time. A quality review of the device history record showed that the product was inspected upon completion of manufacturing in accordance to the design specification and passed. These products were further quality inspected at ortho solutions through the approved inspection control process and met all the design dimensions and material specification requirements. No design review necessary at this time. If any further information is made available this report will be re-opened for further investigation. Ortho solutions will continue to monitor any and all related complaints for data trending. External laboratory sem fractography and hardness testing yielded no gross material or manufacturing discontinuities. Based on the clinical information and the investigation findings, the root cause for the plate fracture was attributed to the use of the plate in an anatomical region which is not suitable for the general fusion straight plate, for which a specific plate is also offered in the system.